Event description:
A patient was positioned for a shoulder examination. After the examination, a second degree blister of 3 by 4 centimeter was observed on the right lower arm.

Manufacturer narrative:
(B)(4): (evaluation method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.